Event description:
It was reported that during implantation of an embolization coil implant, the implant would not detach. The coil appeared stretched and the physician removed it and the microcatheter together. After the coil was removed from the microcatheter, the physician found the coil implant to be stretched and detached from the delivery pusher. There was no reported patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. The instructions for use (IFU) identifies premature and difficult or delayed detachment as potential complications associated with use of the device.

Manufacturer narrative:
Additional information: h6, h10 (summary device evaluation). Summary device evaluation: the dispenser hoop was the only component received for evaluation. Due to the unreturned pusher and implant, the investigation cannot definitively confirm or unconfirm the events as described in the complaint record.